Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the distal right coronary artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 4.0 x 18 mm multi-link 8 stent delivery system (sds) was advanced. Pressure was applied to the balloon. It is unknown what pressure was attempted, but the pressure indication did not increase and the balloon did not seem to inflate on angiography. A balloon rupture was suspected. The sds was removed and a non-abbott sds was used to complete the procedure. After removal, an attempt was made to inflate the device outside the anatomy, but the balloon did not inflate. It was confirmed that the stent was on the sds, still mounted on the balloon, and did not appear to be loose. There was no resistance noted during advancement or removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. The reported balloon rupture could not be confirmed; however, a hole was observed in the shaft of the device, at the location of a kink. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.